Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump would not turn on. Blood glucose level at the time of the incident was unknown. The customer was unable to get the insulin pump to turn on even after changing batteries several times. The customer stated that they now don't know where their insulin pump is at this time. The device will not be returned for analysis.